Event description:
This lead was implanted on (B)(6) 2003 and was explanted and cut on (B)(6) 2013 due to vegetation. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). A call to technical services placed on (B)(6) 2013 stated that during the explant procedure, they found that the remainder of the leads had adhered to the svc so they were left in place and capped. So portions of leads from svc to rv apex were removed and portions from svc towards device pocket remain in place and were capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).